Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane and the real time operating system (rtos) were replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had a connection error and locked up. There is no patient injury or death reported.